Event description:
Customer reported a blank display. Customer's blood glucose was 432 mg/dl. He stated he had given himself a bolus delivery to treat for his high blood glucose. Troubleshooting found the customer's insulin pump did not have physical damage or excessive moisture exposure. Customer was also advised to revert to a back-up plan while a replacement battery cap is being shipped. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).